Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the issue, the customer administered a corrective injection using multiple daily injections (mdi) and did not require any third-party assistance. Tandem technical support instructed the customer on how to reset the malfunctioning pump, but the issue recurred post-reset. As a resolution, tandem technical support arranged for a replacement pump to be sent. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.